Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set, one (1) occurrence where the needle hub and the holder separated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot #, expiration date, unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.